Manufacturer narrative:
The recipient's device was explanted. The recipient will not be reimplanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has healed. The external visual inspection revealed damage to the braze, and the epoxy header. In addition, the electrode was severed. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. Lock could not be obtained at any spacing. The condition of the electrode prevented an electrical test from being performed. The device passed an electrical test. The gross leak test revealed a steady stream of bubbles was noticed at the brazed area. This is due to the damage induced during revision surgery. This device was explanted for medical reasons. However, this device had a gross leak failure at the case-band braze. This older device configuration is no longer manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly electing revision surgery. The recipient is a non-user of the device. Revision surgery is scheduled.